Event description:
It was reported via literature that patients who underwent transcarotid artery revascularization (tcar) died during the 30-day perioperative period. The aim of the study was to evaluate the outcomes of tcar. (B)(6) 2017 to (B)(6) 2021, 429 tcar procedures were performed. During the 30-day perioperative period, three patients died from stroke-related causes. Two additional deaths were attributed to cardiopulmonary events secondary to aspiration and likely pulmonary embolus, also within the 30-day perioperative period. No further information was provided to boston scientific.

Manufacturer narrative:
A2: the mean age of patients was 74.3 years, with a standard deviation of 8.9 years. A3: women comprised 45.5% of the study population. B2: the exact date of death was not provided for any of the reported cases and was estimated based on the earliest known tcar procedure in the cohort. B3: the event date was estimated to the earliest known tcar procedure included in the cohort. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Husman, r., tanaka, a., harlin, s. A., martin, g. H., saqib, n. U., keyhani, a., keyhani, k., & wang, s. K. (2022). Results associated with the health system-wide adoption of transcarotid revascularization. Journal of vascular surgery, 76(4), 967-972. Https://doi.org/10.1016/j.jvs.2022.04.028.